Event description:
Impactor broke.

Manufacturer narrative:
The event was confirmed by the returned fractured device. The root cause was determined to be a fatigue failure . No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Impactor broke.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.